Manufacturer narrative:
Batch review performed on 26 february 2018. Lot 130441: (B)(4) items manufactured and released on 28 march 2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event.

Event description:
Three years and 3 months after primary for an instability case the surgeon revised the 12mm insert implanting a 17mm insert.